Manufacturer narrative:
No sample is available for this MFR to evaluate.

Event description:
The event is reported as: customer alleges: "the jaws of the applier broke during use. They totally recovered the broken part. Nothing remains into the pt. No consequences." No pt injury reported. Pt current condition is fine.